Event description:
The surgeon was removing a smith and nephew intermediate hip screw and hardware. The bolt/screw extractor broke. The extractor tabs, which mates with lag screw, broke in the screw and then the screw became almost impossible to remove. The surgery was extended another hour while the surgeon struggled to remove the broken screw piece. The surgeon had to use a chisel to free up the sides of the screw and slowly advance the screw until the surgeon was able to remove the broken piece of screw.manufacturer response (as per reporter) for extractor, screw extractor:sales rep was not in room at the time of this event, but is aware of this event.sales rep's feeling was that surgeon did not remove hardware plate off the lag screw before removing the lag screw with the extractor tool, thus causing it to become broken.